Manufacturer narrative:
The gore® dryseal sheath instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection) and blood loss, bleeding w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Mukherjee d, amatya b, lirag m, bernardo n. Addressing complications of large bore access in endovascular and cardiovascular procedures: an illustration of treatment options. Vascular. 2024:17085381241307762. Doi:10.1177/17085381241307762. Summary: a case report of a 74-year-old female who had previous open repair for type a aortic dissection and presented with progressive aneurysmal degeneration of the descending thoracic aorta. She now presents with progressive aneurysmal degeneration of the descending thoracic aorta, which was favorable for tevar in zone 2 of the aorta using a gore tbe 40 × 40 × 150 cm endograft. A branch endoprosthesis for the left subclavian artery was performed using a 12 × 15 × 61 mm endograft and vbx 11-mm stents. Coverage of zones four and five of the descending thoracic aorta was completed using terumo 44 × 40 × 209 mm and 40 × 40 × 150 mm endografts. Following the removal of the 26 french dryseal sheath [gore® dryseal sheath] from the right common femoral artery, the patient went into shock and CPR was started. Angiogram demonstrated disruption of the right external iliac artery [eia] with massive hemorrhage. During resuscitation, the proximal right superficial femoral artery was accessed and 4 gore®viabahn®vbx balloon expandable endoprosthesis were deployed to complete the repair of the eia to stabilize the patient. She was transferred to ICU. Later that day, she became hypotensive and returned to ir. There was ongoing bleeding between the previously deployed vbx stents, endoleak iii. This required placement of additional vbx device in the distal eia extending into the proximal common femoral artery. There were no additional complications and remains well at one year post intervention.